Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure the low voltage lead exhibited placement difficulty due to the helix being unable to fixate. The lead was not used and replaced. No patient complications have been reported as a result of this event.